Event description:
It was reported that a customer's pump had a broken screen, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the pump starts, charges, and is recognized by the computer despite the screen issue. A replacement pump was issued, and the original device is expected to be returned for further evaluation.